Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site (date not reported). Subsequently, the abutment was removed in (B)(6) 2024 (specific date not reported).